Manufacturer narrative:
The clinic did not request that the machine be inspected by a gambro tech. It is unknown if the machine has been inspected by facility's biomedical department. This event is being reported as "malfunction" under the MDR 2-year rule, regardless of any pt injury.